Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a part of the stent of a 6x150 smart flex was exposed outside the delivery rod after the stent was deployed. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Event description:
As reported, after an attempt to deploy the stent of a 6x150 smart flex, only the tip of the stent was deployed and exposed outside the delivery rod. The procedure was completed by changing to another unknown stent. There was no reported patient injury. The user was trained to the device. The device was stored and prepped according to the instructions for use (IFU) and was opened in a sterile field. No damages or anomalies were noted to the device or packaging prior to use in the patient. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user maintained a fixed inner shaft position during deployment. No excess or unusual force was applied at any time during the procedure. No difficulties were encountered while advancing or tracking the sds towards the lesion. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6. As reported, after an attempt to deploy the stent of a 6x150 smart flex, only the tip of the stent was deployed and exposed outside the delivery rod. The procedure was completed by changing to another unknown stent. There was no reported patient injury. The user was trained to the device. The device was stored and prepped according to the instructions for use (IFU) and was opened in a sterile field. No damages or anomalies were noted to the device or packaging prior to use in the patient. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user maintained a fixed inner shaft position during deployment. No excess or unusual force was applied at any time during the procedure. No difficulties were encountered while advancing or tracking the sds towards the lesion. Other procedural details were requested but were not provided. The device was returned for analysis. A non-sterile ¿smart flex 6x150 vas, 120cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for inspection. During a thorough examination, it was observed that the stent was partially deployed, approximately 0.5 cm. The stainless steel hypotube was bent, and the hemostasis valve was closed. No other significant details were noted. The functionality of the device was tested to determine if the stent could be deployed as expected. The stent deployment functionality test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected, and the stent was deployed. The stent expanded normally, showing no damage or anomalies. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was visualized as the device was received with the stent partially deployed and a kink was observed on the device. However, the exact cause of the reported event cannot be determined. Based on the product analysis and the limited information provided, it is difficult to draw a clinical conclusion between the device and the event reported. Vessel characteristics, although unknown, along with procedural and/or handling factors may have contributed to the event reported. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.